Manufacturer narrative:
The device was not returned to greatbatch for evaluation, therefore the reported event cannot be confirmed. A manufacturing review was performed and no discrepancies were found. No further investigation required. If the device is returned, the complaint will be re-opened and a supplemental medwatch 3500a emdr will be submitted.

Manufacturer narrative:
The customer has indicated the device will be returned for evaluation. Greatbatch medical will perform the device evaluation once it is received. Once completed, a supplemental medwatch 3500a emdr will be submitted. Report source distributor, (B)(4). Report source foreign, event occurred in (B)(6). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the chana offset reamer handle fractured intraoperatively beneath the machine holder. There was a 3 minute surgical delay reported. No adverse events were reported as a result of this malfunction.